Event description:
Customer reported pump alarms open door when door is closed. Alarm was found during biomed testing. No patient involvement has been reported. Pump will be sent to baxter's repair center for evaluation.